Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge, and successfully resumed insulin therapy. Customer's blood glucose level was 213 mg/dl